Manufacturer narrative:
Dsl1828 (B)(4). Concomitant medical products. Dsl1828 (B)(4), dsf1833 (B)(4). (Both reported separately). (B)(4).

Event description:
On (B)(6) 2016 a patient was treated for an abdominal aortic aneurysm with a 28.5x14.5x12 gore&#59397;excluder aaa endoprosthesis featuring c3&#59396;delivery system. The patient reportedly had a short, highly angulated aortic neck, described as 90 degrees left to right. An 18fr gore dryseal sheath was used for access. While the trunk-ipsilateral leg component was being advanced through the sheath, the valve of the sheath deflated. Attempts were made to close the valve by twisting and clamping, but these attempts were unsuccessful. This sheath was exchanged for a new sheath, which resulted in the same scenario. A third sheath was introduced which also resulted in the same scenario. The trunk ipsilateral leg component was eventually deployed. The patient's estimated blood loss was 300cc. The patient was given 1.5 units of a blood replacement product. The patient tolerated the procedure.